Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the experienced electrophysiology physician had difficulty slitting through two catheter valves during lead implants, and had to use iris scissors to complete cutting through valve. The two leads were then successfully implanted. The physician then tried to slit a third catheter outside of an implant and was able to reproduce the same behavior. The physician was concerned that this might be a bad batch of catheters. No patient complications have been reported as a result of this event.